Event description:
Swelling after injection [joint swelling]. Case description: spontaneous report was received on (B)(6) 2013 from physician's assistant via other non health care professional regarding a patient (demographics not provided), initials unknown. The patient's medical history was not provided. On an unspecified date, patient initiated treatment with synvisc (hylan g-f 20) injection (route and dosage regimen not provided) in an unspecified location. The lot number for synvisc was not provided. It was reported that, patient experienced swelling after the injection. On an unspecified date, the patient's knees was treated with cortisone and everything calmed down after that. The action taken with synvisc was not provided. The outcome for the event of swelling was not provided. Concomitant medications was not provided. The intensity for the event of swelling was not provided. The causal relationship between synvisc and the event of swelling after injection was not provided. MFR's comment: as only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.